Event description:
It was reported that "initially clips would not load into the jaws - had to squeeze trigger several times to get a clip into jaws. Applied clip to vessel and jaws would not open. Device opened with no damage to vessel. Surgery was not delayed any length of time, and there was no impact on pt or procedure. No pt injury."

Manufacturer narrative:
The device eval is anticipated, but as yet has not begun. We will file a supplemental report when the investigation is completed.